Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intra-operatively, the right atrial (ra) lead was advanced into the right atrium. At this point, the patient went into ventricular fibrillation (vf) resulting in external conversion with a defibrillator. There were multiple attempts at placing the atrial lead but cardiac irritability continued. The patient had to be cardioverted externally 13 times due to ventricular tachycardia (vt) and vf. The lead was not used and a new lead was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.